Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, frequent urination and vomiting blood. Once at the hospital the patients pod was removed and the patient was transferred to another hospital. Upon arrival at the second hospital the patient was treated with intravenous fluids and their blood glucose was checked. The patient was discharged from the hospital after 2 days.